Event description:
It was reported the device was used during a colon resection. During anastomosis, surgeon put stapler in, thought he fired it, then pulled it out. When he released the stapler, the bowel remained open. Not sure if any staples were fired into the tissue. Contact person stated she thinks this was first firing of the device. Surgeon handsewed anastomosis. There was no consequence to the pt.